Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 11-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider (hcp), clinical study) regarding a patient who was receiving fentanyl (70 mcg at 16.01589 mcg/day) and bupivacaine (10 mg at 2.28798 mg/day) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2020 the patient reported severe back pain.  Examination revealed that the pump pocket catheter had migrated from the posterior of the pump to the anterior of the pump within the pocket.  On (B)(6) 2021 the hcp reported the intrathecal (it) catheter felt malpositioned after examination.  On (B)(6) 2021 the patient reported pump pocket pain.  At time of surgery on (B)(6) 2021, it was noted that the it catheter was malpositioned and the catheter and catheter anchor were surgically repositioned on this date.  The pump pocket was also surgically repositioned on (B)(6) 2021.  The outcome of the event resolved without sequelae on (B)(6) 2021.  The clinical diagnosis was pain at the it catheter insertion site and painful pump pocket.  The device diagnosis was other catheter migration.  The etiology of the event (catheter malpositioned and pump pocket pain) indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The etiology of the event (catheter migration) indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was pump pocket and intrathecal site.  The event date was (B)(6) 2020.  No further complications were reported/anticipated.